Event description:
The electrode array of the patient's device was partially inserted during the initial implant surgery. After a year of cochlear implant use, the electrode array of the patient's device began to migrate out of the cochlea. The device will be explanted and patient will be reimplanted with a new device, no surgery date was reported.